Manufacturer narrative:
Investigation evaluation: the complaint was confirmed based on the condition of the returned device. The device was returned with the sheath cut near the handle and in two places near the distal end. Because the sheath was cut, a functional evaluation could not be conducted. Once the jaws were opened, it was noted that the drive wire was not visible inside of the jaw. This is an indication that the clip was in a partially deployed state when received for evaluation. The hook of the drive wire had pulled through the driver legs inside the clip housing, but had not yet pulled the catheter attachment into the coil catheter as required for the final separation and deployment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use includes the following precaution: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During flexible sigmoidoscopy, the physician used a cook instinct endoscopic hemoclip. They were treating an ulcer with a vessel running through it in the rectum, close to the anus. It was not actively bleeding, but had been intermittently. One clip was placed successfully. When putting on the second clip, the clip would not release from the deployment device. The user pulled the endoscope back slightly to see if that would help deploy the clip, and the assistant tried moving the device back and forth with the handle. After, it [the clip] would not fire off by closing as hard as they could. They cut the back end of the handle off and removed the endoscope. They then cut more [of the catheter] off of the back of the deployment system closer to the anus to leave less catheter in patient. The clip then released in a closed position [clip came out of the patient attached to the cut catheter portion].